Event description:
It was reported, during an implant procedure, the helix was unable to be extended. Consequently, this lead/device was not implanted. No patient complications have been reported as a result of this event. It was reported that during implant attempt, the helix would not extend.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The helix was received fully extended and had blood and tissue on it. The distal conductor was distorted in the connector and a distal conductor fracture (overstressed) at connector was also noted. Blood and tissue on the helix from dislodgement most likely caused the helix to not retract, and the distal conductor then became distorted within the connector. Damage at implant was noted. Primary analysis finding: distal conductor fracture at connector.